Event description:
The manufacturer received information alleging a ventilator was hot and thermal damage occurred to a board. There was no harm or injury reported. The ventilator was returned to the manufacturer's quality assurance laboratory for evaluation and the customer's complaint was confirmed. During evaluation the interface board was found to have thermal damage. The root cause was determined to be liquid ingress on the interface board and interface to system board cable. The device's interface board and interface to system board cable need replaced to address the issue.